Event description:
The patient, wearing a pod on the leg for 25-36 hours, developed hyperglycemia with a blood glucose level of 444 mg/dl and elevated ketones, prompting a hospital visit at (B)(6). Reported symptoms included nausea and thirst. The father suspected a bent cannula as the cause of disruption in insulin delivery. A new pod was applied before arriving at the hospital. Bg improved from 381 mg/dl (with downward trend noted on the controller) to 291 mg/dl within 90 minutes. The patient was monitored for 2 hours at the hospital and discharged in stable condition. No medical treatment was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6 *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.